Manufacturer narrative:
Investigation conclusion: . A review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.

Event description:
Customer reporting 2 false positive sars results. Customer states the result was confirmed negative by pcr and other rapid antigen test. Report 2 of 2.